Manufacturer narrative:
.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a unintended disconnection between a t-connector and a peripheral IV catheter. There is no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of disconnections was not confirmed. No anomalies were observed during visual inspection. Dimensional testing was performed. The male and female luer was found to be within specification. Functional and pressure testing was performed. There were no disconnects at the t-connector set or leaking observed. The root cause of the unintended disconnects was not identified.